Manufacturer narrative:
The glidescope bflex single-use bronchoscopes used during the reported event were not able to be returned to verathon for investigation as they were not saved by the customer. Since the devices were not returned to verathon for evaluation, the cause of the reported image issues could not be determined. The lot numbers for the glidescope bflex single-use bronchoscopes were not provided. Follow-up information received from the customer reported that they have not had any issues with their glidescope systems or bflex single-use bronchoscopes since the reported incident. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized by verathon. Trending analysis for the glidescope bflex single-use bronchoscopes does not identify any trends exceeding acceptable limits. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 5.8 single-use bronchoscope, the image froze twice; once prior to performing the bronchocopy and then again during the bronchoscopy. The bronchoscope was switched out with a glidescope bflex 5.0 single-use bronchoscope, but once it entered the right mainstem, the bronchoscope froze again. The bronchoscopy was stopped and the glidescope system was switched out, but it happened once more with the new system. The customer reported being unable to reproduce the issue using all sizes of glidescope bflex single-use bronchoscopes. No harm to the patient was reported.